Manufacturer narrative:
(B)(4). D10: 110010265 - g7 osseoti multihole 54mm f - 64966784. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01154, 0001822565-2024-01155, and 0001822565-2024-01156.

Event description:
It was reported that the patient underwent a hip revision approximately 14 months post implantation due to a loose acetabular component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - concomitant devices - trilogy self-tapping bone screw 6.5mm x 20mm catalog #: 00625006520 lot #: j7520786, trilogy self-tapping bone screw 6.5mm x 30mm catalog #: 00625006530 lot #: j7583503, trilogy self-tapping bone screw 6.5mm x 30mm catalog #: 00625006530 lot #: j7583512, trilogy self-tapping bone screw 6.5mm x 20mm catalog #: 00625006520 lot #: j7418038, g7 osseoti multihole 54mm catalog #: 110010265 lot #: 64966784, vivacit-e dm bearing 28mm x 44mm catalog #: 110031012 lot #: 66178860, g7 dual mobility liner 44mm catalog #: 110024464 lot #: 66242527, biolox delta femoral head 28mm +0mm catalog #: 00877502802 lot #: 3111679. Radiographs provided confirmed abnormal vertically-oriented position of the acetabular cup consistent with the patient's history of acetabular component loosening. No dislocation was noted and the femoral component was intact. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.